Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 12/23/2015, to report a detached sensor wire that occurred on (B)(6) 2015. Sensor was inserted at the abdomen on (B)(6) 2015. Patient reported that the wire flew off when the applicator was removed. Patient reported that the wire did not stay in the body. No additional event or patient information is available.